Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that the clear plastic cap (vent plug) is either disconnected or missing from the packaging and resulted in a lot of blood leakage and exposure during use. The clear plastic cap (vent plug) is either disconnected or missing from the packaging. The affected lot number is 5338239. I¿ve attached a few photos for your reference. This issue has, in some cases, resulted in a lot of blood leakage and exposure during use, which is obviously a concern.